Event description:
The customer reported to philips healthcare that the battery on the heartstart xl "goes low when performing the test". There is no patient involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.